Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was 77 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime. Insulin did exit with fixed prime. Customer was advised that no delivery may have been caused by set / reservoir occlusion. Customer would revert to back up plan until she speaks with her healthcare professional. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.